Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter phone number ext. (B)(6).

Event description:
The complaint involved a conector tego¿. It was reported that during connection to hemodialysis therapy, the silicone from conector tego was felt to be displaced while screwing the syringe into the blue lumen of the high-flow catheter. The extracorporeal circuit line was then connected, and the system pressure was found to be completely elevated. Upon rechecking the connector, the silicone was again found to be displaced. The event occurred during a male patient use, initials d.m.b.m., age 47-year-old, however, there was no reported patient harm as a result of this event.

Manufacturer narrative:
Received one (1) used list# lat-d1000, tego¿ connector, appx 0.05 m. As received, there is visible damage to the top seal of the tego, as well as damage to the silicone seal near the locking posts. Complaint of damage to silicone on rim observed; access port lifting on one side, pushed in on other side, unable to flush arterial line can be confirmed. The probable cause of the damage to the silicone seal is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.